Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced unbearable discomfort in the pocket area. Further, the ICD was explanted. No additional adverse patient effects were reported.